Event description:
We received a report that a z900200190 was explanted from the patient's left eye after they experienced unexpected post-operative refraction. The report indicated the patient had residual astigmatism. Patient has recovered.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed a crack in the optic zone, surface scratches, and surface residuals (fiber/particles) on the lens. Also one bent haptic was observed. The condition of the iol is consistent with that of a device that has been explanted. No cosmetic defects related to manufacturing process were found in the returned lens. Manufacturing records were reviewed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Review of diopter inspection process was within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.